Event description:
It was reported prior to procedure that the left ventricular lead exhibited high capture threshold and extra-cardiac stimulation. The lead was programmed inactive sometime before the procedure and was capped on (B)(6) 2022. The patient was stable and asymptomatic.